Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. During the procedure, the fingerpad on the right side was noted to be missing. After insertion of one side of the mesh, it was noted that the fingerpad from the left side was missing. The customer reports that it is unlikely that fingerpads could have fallen into the pt because of positioning. The device was removed and the procedure was successfully completed with same like device with no adverse pt consequences.

Manufacturer narrative:
(B)(4) - fingerpad comes off. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.